Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vessel. A 10.0 x 20 75cm mustang balloon catheter was advanced for pre-dilation. However, during the first inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another mustang balloon catheter. No patient complications nor injuries were reported.